Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate bursts of anti-tachycardia pacing and shock therapy. Technical services reviewed the episode and indicated the therapies were triggered by an atrial driven arrhythmia. Reportedly, no programming changes were available to mitigate this issue. This ICD remains in service and no additional adverse patient effects were reported.